Event description:
The customer¿s olympus sales representative reported to olympus, a b30(scope communication error) occurred on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Customer¿s olympus sales representative called the olympus technical assistance center (tac) support to troubleshoot the device. Olympus sales representative reported, a b30(scope communication error) with couple of scopes. The olympus sales representative tested a few scopes, and two scopes had the problem with the error code. Tac instructed the olympus sales representative the light source had to have the power off before the endoscope can be disconnected from the light source. At the same time, by acknowledging the error, to press the esc key on the keyboard. After a couple rounds of proper motion with the scopes, all the scopes are working fine without any error. This could be due to the error code was not acknowledged or the contact of the scopes are being buffed, so the contacts are fine again. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.